Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Williams, n.r., short, e.b., hopkins, t., bentzley, b.s., sahlem, g.l., pannu, j., schmidt, m., borckardt, j.j., korte, j.e., george, m.s., takacs, I., nahas, z. Five-year follow-up of bilateral epidural prefrontal cortical stimulation for treatment-resistant depression. Brain stimulation. 2016. Doi: 10.1016/j.brs.2016.06.054 summary: to examine the long-term safety and efficacy of epidural prefrontal cortical stimulation (epcs) of the frontopolar cortex (fpc) and dorsolateral prefrontal cortex (dlpfc) for treatment of treatment-resistant depression (trd). Reported events: patient 5: a (B)(6) female patient with epidural prefrontal cortical stimulation (epcs) for recurrent major depressive disorder experienced ¿transient motoric movements¿ lasting about 1 minute while in the office during epcs programming. The authors reported that this was related to changing programming settings with ¿faulty contact point.¿ however, a CT scan of the head and ¿labs¿ showed no abnormalities and the device was ultimately turned back on with lower settings and no further complications or motoric movements. The authors later speculated that this "may have been" a focal motor seizure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.